Event description:
Procedure: nephrectomy. According to the reporter: during the surgery, the stapler was applied to the renal pedicle. In accordance with the normal binding, the staple cartridge closed, but the release button was not correct. So a new device was used for the operation. The inspection found that the staple cartridge has four to five staples by half. There was a 30 mins delay in the case.